Event description:
Boston scientific received information that the patient implanted with this device system was admitted following a syncopal event where the patient fell. The device was interrogated. Intermittent heart block with rhythmiq programmed on was suspected to have resulted in the observation. The feature was programmed off. No further information was available.

Manufacturer narrative:
(B)(4). As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.